Manufacturer narrative:
If explanted; give date: n/a (not applicable). Iol remains implanted. The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt has been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, lathe marks were seen on the toric monofocal model zct150 intraocular lens (iol) when inserting in the patient¿s eye. Surgeon commented that these marks were not visually significant. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.